Manufacturer narrative:
The date of the event is best estimation. This incident from (B)(6) hospital concerns measurements from two patients. The incident of the other patient is reported in MDR 3002807968-2019-00036.

Event description:
Following replacement of ph/bh module on an abl800 analyzer, a customer reported abnormal patient results following service work. Lab results: na = 139 mmol/l k = 6.1 mmol/l cl = 110 mmol/l. Abl results: na = 177 mmol/l k = 6.6 mmol/l cl = 98 mmol/l ica =2.19mmol/l. After the customer replaced the reference membrane, calibrated the analyzer and performed qcs, over time issue was resolved. Patient result comparison after qc were fine.

Manufacturer narrative:
Based on the investigation performed, the root cause could not be determined. A root cause hypothesis could be a clot based on observation of error code 476 (measurement unstable) at the ph electrode. However, this has not been possible to confirm and the root cause remains unknown.

Manufacturer narrative:
The codes in h6 has been updated under method and results.